Event description:
Per the neurosurgeon, the baclofen pump may be defective as the patient was experiencing increased upper and lower extremity spasms. The old pump was explanted and a new pump was placed. Manufacturer response for baclofen pump, synchromed ii programmable pump (per site reporter).

Event description:
Per the neurosurgeon, the baclofen pump may be defective as the patient was experiencing increased upper and lower extremity spasms. The old pump was explanted and a new pump was placed. Manufacturer response for baclofen pump, synchromed ii programmable pump (per site reporter).